Event description:
The customer reported that the pacer output could not be adjusted.

Manufacturer narrative:
The customer reported that the pacer output could not be adjusted. The hospital biomed evaluated the device and reported that replacing the keyscan pca resolved the issue.